Manufacturer narrative:
(B)(4) the affected device was received for evaluation against the reported condition of an under-infusion. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The lot 13h017 was manufactured between august 8, 2013 and august 12, 2013. The device was visually inspected and functionally flow tested for (B)(4) hours. The flow rate was found to be within the specification of the product. The reported condition could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A customer reported that the solution inside of a folfusor elastomeric device did not infuse fully, as there was about 30 mls of solution left inside of the device after patient use. The device was filled with non baxter products: 240 ml of sodium chloride and 15 mg of ticarpen. There was no patient injury or medical intervention in association with this event. No additional information is available.